Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after a "mechanical fall." A remote transmission was sent and the information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) on some of the recorded episodes. The lead remains in use, and the fall was unrelated to the pateinet's device/lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.